Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported a left-side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations observed creases on the device. Observed stress marks on the device. No further actions are required as the device was implanted.